Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after approximately 12 months of support on the lvad, the patient presented with complaints of abdominal pain and was admitted to the hospital. The patient was connected to the power module (tethered support) and the vad coordinator noted elevated power and flows. No alarms were reportedly noted at the time. Upon performing an echocardiography (echo) and a right heart catheterization (rhc), it was noted that there was no velocity in inflow at left ventricle (lv) apex. Pump thrombus was suspected and the patient was placed on heparin. While the patient was being monitored in the hospital, red heart and low flow alarms were observed on system monitor screen. The patient's system controller was changed but the alarms did not resolve. The hospital made a decision to stop the pump due to a planned explant. On the day of the planned pump explant, the patient's ejection fraction (ef) declined and the explant was exchanged to a pump exchange. A pump exchange to another lvad was successfully completed.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.